Event description:
A malfunction occurred. The issue did not result in any adverse impact on the customer's blood glucose level. The customer had experienced this malfunction at least three times previously. Technical support decided to replace the pump. They also provided the customer with instructions for using a backup therapy method, multiple daily injections (mdi).